Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient dislocated a few hours after primary hip replacement. Could not close reduce so opened up wound to remove the head. When knocking the head off with bone tamp the stem came out with the head. Surgeon chose to put in new actis stem of same size that was initially implanted. They upsized the head, reduced hip, and closed. As of the end of the revision, nobody could deduce why this patient dislocated in the first place. Doi: (B)(6) 2020, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d11, e1, g1 and g5. Corrected: e1.